Manufacturer narrative:
UDI # (B)(4). The unit was received for evaluation with the base handle having been closed without the 6-inch transitional installed and deformed the hole. The shock cushion and adjustment wrench were worn. The device was manufactured in 2005. The complaint was confirmed via inspection of the unit. The 6-inch transitional could not be inserted due to the handle being misshaped.

Event description:
A customer reported that the a2101 mayfield ultra base unit cam would not accept the transition member. There was no known patient injury and surgery delay.